Event description:
It was reported to manufacturer by, attorney who represents a nursing home, who is being sued as a result of a death at their facility in 2002. Manufacturer searched records and could not find any report of a reportable death via this facility name or address. Attorney was able to send copy of medwatch form that facility states was sent to FDA and copied to the manufacturer. Manufacturer could not find said report copy however they did discover another report sent by same corporated contact person within the same month, same incident type, involving the same product configuration, from a different facility. That one was received at manufacturer in may 2002 this incident was to have been sent five days earlier. Manufacturer unsure why one incident report was received and the other one was not per mfg records.